Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio 2 meter read inaccurately. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred at 12:20pm on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿199mg/dl¿ with the subject meter. As the patient was not comparing their blood glucose result to anything this does not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took an increased dosage of 19 units of humalog as a result of the alleged product issue at 12:40pm. The patient stated that 5 minutes later, at 12:45pm, they developed the symptom of ¿shaking¿; a symptom which the patient self-treated at 1pm by consuming additional food and drink. At the time of troubleshooting, the csr noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly at the time of testing. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking additional insulin based on an alleged inaccurate result with the subject meter.